Event description:
During follow-up, noise leading to oversensing, loss of capture, and increased pacing impedance were observed on the right ventricular (rv) lead. Lead fracture was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
Please retract this report 2017865-2024-42351, the same issue was previously reported as 2017865-2022-05697.